Event description:
A customer contacted global technical service (gts) regarding assistance ending therapy on the home choice (hc) during set up. The home patient (hp) stated that he contaminated one of the lines and needed to start over with new supplies. Gts assisted with stopping setup. On (B)(6) 2010, product surveillance spoke with the nurse regarding the "contaminated" setup. The nurse stated that the patient has been in the clinic since the incident and is continuing with therapy without any reported problems. The nurse verified that there were no infections, medical intervention or patient injury associated with this report. On (B)(6) 2010, the homepatient called back and he said that when he was spiking his bags, the tubing hit the wall and he considered the supplies to be contaminated. The homepatient discarded the supplies and started with new supplies. The patient does not recall the lot number.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient contaminating the supply line tubing while spiking a supply bag. The patient stated that the tubing hit the wall. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data are available within the complaint information to identify root cause. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.